Event description:
On (B)(4) 2014, the reporter contacted animas, alleging a blood glucose of 400 mg/dl with abdominal pain, nausea, and small ketones associated with an occlusion issue on the pump. The reporter confirmed replacing the infusion set and site since the issue began without resolving the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with an occlusion alarm issue on the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box was reviewed and multiple occlusion alarms were observed; the recorded forces at time of occlusion alarms were high. The pump history showed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. A rewind, load, and prime sequence was completed successfully. A force sensor calibration test was completed and found that the force sensor was within specifications. The pump was exercised for 24 hours without occlusion alarms occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.